Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that the drain was hooked up to the patient and the suction control chamber was filled. Approximately 12 hours later the suction control chamber was found to be empty and the fluid was mixed between the collection chambers.

Manufacturer narrative:
The drain was not returned for evaluation. Based on the details provided from the physician the ocean drain was filled correctly and then attached to incredibly high wall suction which caused the suction control water to surge and cascade into the water seal. The high wall suction was sustained and resulted in rapid bubbling in the suction control chamber causing the water to evaporate rapidly. Per the ocean instruction for use (IFU) the suction should be increased until a constant gentle bubbling in the suction control chamber is achieved. This needs to be controlled at the suction source (wall regulator) as the 2002-400 ocean drain does not have a suction control stopcock to control the amount of bubbling. The device history records associated with this lot were reviewed and found to have met specifications. Clinical evaluation: the ocean chest drain system is indicated for the evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It also will facilitate postoperative collection and reinfusion of autologous blood from the patient¿s pleural cavity or mediastinal area. The IFU provides step by step instructions in the set-up of the drain. It is an expectation in the use of this device that close monitoring of the drain should be conducted at regular intervals by a knowledgeable clinician to ensure proper functioning.